Manufacturer narrative:
Updated to include patient codes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead reportedly showed high thresholds with impedances over 2500 ohms via device and over 3000 ohms via analyzer. Lead was capped. No adverse patient events were reported. Should additional information become available, this file will be updated.